Manufacturer narrative:
Additional information found in: h2, h3, h10 the distal suj unit was returned for failure analysis and the reported problem was not replicated on system. Unit was moved to pftp machine and passed all tests. Rfe error logs were examined and reported errors were seen 2573, 32097, 23098, 25733. As a fix the act and motor module will be replaced.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the set up joint (suj) to correct the reported issue. The system was tested and verified as ready for use. Refer to the report with patient identifier (B)(6) for additional information. The distal suj unit has been returned for evaluation; however, at this time, evaluation is not yet complete. A follow-up MDR will be submitted post engineering evaluation and/or if additional information is received. A review of the site's complaint history indicates that patient identifier (B)(6) is related to patient identifier (B)(6) (this record). No image or video clip for the reported event was submitted for review. A procedure log review was performed. Per the review, the following was confirmed: a benign hysterectomy procedure was performed on system (B)(4) on (B)(6) 2022. Based on the information provided at this time, this complaint is being reported due to the following conclusion: a usm was abandoned after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted hysterectomy - benign surgical procedure, the customer called an intuitive surgical inc. (Isi) technical support engineer (tse) to report a non-recoverable fault. The logs confirmed faults on universal surgical manipulator (usm1). The customer stated the issue happened twice in the same day. The customer was worried about the issue returning. The technical support engineer (tse) asked the customer if they could do the case with three usms, which the customer stated they could. The tse advised the customer to restart the system and press the clutch button to disable usm1. It was noted that the customer docked and continued with the case. The procedure was completed as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: it was confirmed that the procedure was completed with all 4 arms. The customer power cycled the system between cases and cleared the fault. There was no delays in the procedure and no other issues were identified.